Event description:
Reporter indicated that a vns (B) (4) handheld computer was freezing during interrogation. Resetting the computer did not resolve the screen freezing. The computer and flashcard have been returned and are currently in product analysis.